Event description:
The customer reported a falsely elevated (above assay range) tacrolimus (tacr) result was obtained on a patient sample on an atellica ch 930 instrument. The erroneous result was reported to the physician(s), who questioned the result. Testing was repeated on the initial atellica ch 930 instrument with a different sample from the same patient, drawn at the same time as the first sample. The repeat result was lower than the erroneous result. The repeat result was reported, as the correct result, to the physician(s). Tacrolimus treatment was withheld and later resumed. There are no known reports adverse health consequences due to the falsely elevated tacrolimus (tacr) result.

Manufacturer narrative:
An outside united states (ous) customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding a falsely elevated (above assay range) tacrolimus (tacr) result obtained on a patient sample on a atellica ch 930 instrument. Siemens healthcare diagnostics is investigating.

Manufacturer narrative:
Additional information (13-jul-2024): siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc reviewed the data and information provided by the customer. The data observed did not indicate an issue with the reagent, calibration, quality control or instrument. The patient sample was processed twice on (B)(6) 2024 with both samples resulting above the assay range and processed once on (B)(6) 2024 with a result that was reported by the customer to be consistent with the patient's clinical condition. The tacrolimus assay requires a technique dependent on a manual sample pre-treatment process. The repeat testing on april 16th would be from a new fresh pre-treatment process while both tests performed on april 15 used the same pre-treated sample. Hsc cannot rule out sample handling during the pre-treatment procedure as a possible cause of the event. Therefore, the cause of the event is unknown. Initial MDR 2432235-2024-00116 was filed on 29-may-2024.